Event description:
The ventilator went into alarm. The screen displayed a "vent failure", also said "do not place pt on circuit", "vent inop", "safety valve open". Tech cycled vent off then on, and vent continued to alarm with the same message. Pt was ambued as soon as the alarm occurred. There was no pt harm.